Event description:
The consumer states when she went to sit on the seat of the rollator, both front wheels allegedly bent and caused her to fall backwards and hit her head. The consumer spent the night in the hospital. No serious injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of the device. An evaluation of the device has not been performed by invacare as of this submission. The age of the rollator model 65851b serial number (B)(4) is unknown. Therefore, the exact revision of the user instructions part no 1148077 is unknown. Rev f will be referenced for this MDR documentation. The consumer is (B)(6) and does not meet the height limits for the 65851r and 65851b of 5'6" - 6'3". The consumer is (B)(6) under the height requirement. The consumer weights (B)(6) which meets the weight limit of 300lbs. It is unknown if a physician prescribed this device since the height requirements were not met. The medical condition, stability or medication regimen of the consumer is unknown. It is not known if the consumer fully read, understands and adheres to the user instructions the user instructions part no 1148077 page 1 provides the following warnings and instructions and should be understood prior to use: the brakes must be in the locked position before using the seat. All wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced. When using the rollator in a stationary position, the hand brakes must be locked. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary. The rollator basket has a weight limitation of 11 lbs (5 kg). The tote bag has a weight limitation of 10 lbs (5 kg). Items placed in either the basket or the bag should not protrude from the basket or bag. After installation and before use, ensure that all attaching hardware is tightened securely. Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the rollator and may cause the rollator to tip, resulting in injury or damage. Do not hang anything from the frame of the rollator. Items should be placed in the basket or the tote bag. The backrest should always be in place and is not designed to support the total body weight of the user. Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object.